Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his blood glucose level was 500 mg/dl. The customer was unable to use the bolus wizard to cover for the carbohydrate intake. The customer treated his high blood glucose level with a pen. The insulin pump's battery died every day. The device was not returned.